Event description:
Customer reports false negative results for four individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 3. See related cases for alternate false negative results. Individual received a false negative result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Individual tested positive with antigen and pcr tests (dates of testing, frequency of testing and brand of antigen/pcr test not provided). Although requested, customer was unresponsive and no further information was provided.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.